Manufacturer narrative:
After further trouble shooting with the customer, they found that the cable connecting the amplifiers to the power supply was defective. The customer was sent a replacement cable and return of defective cable requested for failure investigation.

Manufacturer narrative:
Manufacturer narrative: customer states that they are having intermittent signal loss on 3 org receivers and the telemetry transmitters on the floor. After further trouble shooting it was found that the cable connecting the amplifiers to the power supply was defective. The customer was sent a replacement cable and return of defective cable was requested for failure but was never received. No additional information is available concerning this report. Due to the age of this complaint, no additional information is available concerning this complaint. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
(B)(4).